Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) a field representative reported that they were having difficulty removing the set screw. Boston scientific technical services discussed that there were two set screws for the pace/sense portion of the lead. The representative reported that once all set screws were loosened, the lead came out without further complication. There were no adverse patient effects reported. There was no identifying patient information given and a name for the field representative was not given to technical services.